Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 7 month(s) post implantation of left (second) revised tsa (revisions reported on (B)(4), the patient presented with polyethylene wear with or without osteolysis. Patient has history of subluxations since second revision suggesting wear of the polyethylene. The patient reports regular subluxation episodes at a post op visit 7 months after above reported event. The patient has adapted his activities and avoids any forced movement. Patient was seen approximately 1 year and 3 months later and was last reported in stable condition. The outcome of the event is continuing and the clinical report indicates that the event is definitely not related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 320-02-38 - rs expanded glenosphere 38mm, +4mm offset: (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1418-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The event reported may have been due to prosthesis wear and subluxation. The sequence of the reported events cannot be confirmed; however, the reported subluxations may have contributed to the reported wear. The wear and subluxation cannot be confirmed as the device was not returned for evaluation as it remains implanted at this time and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the event reported may have been due to prosthesis wear and subluxation. The sequence of the reported events cannot be confirmed; however, the reported subluxations may have contributed to the reported wear. The wear and subluxation cannot be confirmed as the device was not returned for evaluation as it remains implanted at this time and radiographs were not provided.